Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "capsulectomy". Later healthcare professional reported capsular contracture, "baker grade 3". Treatment: accolate and antibiotics. This record is for the right side. The device has been explanted and replaced.

Event description:
Healthcare professional reported "capsulectomy". Later healthcare professional reported capsular contracture, "baker grade 3". Treatment: accolate and antibiotics. This record is for the right side. The device remains implanted. Device is available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5., d.6b., h.6.

Event description:
Healthcare professional reported "capsulectomy". Later healthcare professional reported capsular contracture, "baker grade 3". Treatment: accolate and antibiotics. This record is for the right side. The device has been explanted.